Event description:
It was reported via repair work order that the head section was not functioning correctly due to the mounting bolts being pulled through the slide bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.